Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fusion procedure. During the surgery, the screw driver tip broke off in the screw when the screw was advanced. The product came in contact with the patient. Fragment of the broken product remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis result: microscopic visual hardness visual and microscopic examination identified that the tip of the screwdriver has been sheared off and the threads are damaged. This is consistent with overload. Inspection of the material hardness confirmed conformance to print specification. If information is provided in the future, a supplemental report will be issued.